Event description:
The pins in the usb port of the customer's pump were damaged by the customer repeatedly installing the usb cable upside down. As a result, the customer received multiple power source alerts while attempting to charge the pump. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.